Event description:
Patient who underwent left total hip arthroplasty in (B)(6) of 2011 with history of recurrent instability, underwent a revision procedure for this injury, as well as a subsequent irrigation and debridement for possibly infection and hematoma. He continued to dislocate after these procedures despite using an abduction brace.

Event description:
Patient who underwent left total hip arthroplasty in january of 2011 with history of recurrent instability, underwent a revision procedure for this injury, as well as a subsequent irrigation and debridement for possibly infection and hematoma. He continued to dislocate after these procedures despite using an abduction brace.